Manufacturer narrative:
Qn#(B)(4) the reported complaint of "detached - connector" was confirmed based on the returned sample. The returned connector was severely damaged. It appears that the connector was crushed by something, but it could not be determined how or when this damage occurred. Due to the damage, it could not be determined if there were any functional or dimensional issues with the returned connector. Teleflex will continue to monitor and trend on this issue.

Event description:
It was reported that: connector/hub issue... It came out unexpectedly. The reported defect was detected during use on patient. The patient condition was reported as "unknown". Should further details be provided, the complaint will be updated accordingly.

Event description:
It was reported that: connector/hub issue... It came out unexpectedly. The reported defect was detected during use on patient. The patient condition was reported as "unknown". Should further details be provided, the complaint will be updated accordingly.

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.